Manufacturer narrative:
The device was returned for an investigation. The reported event of ventilation no output was confirmed. The investigation determined an electrical issue with a component, which caused the reported issue. After replacing the internal flow transducer (ift), proper device operation was observed through functional and performance testing. Further root cause could not be determined.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported